Manufacturer narrative:
Three samples were provided to our quality team for investigation. One syringe was observed to have the shield broken on the needle. Leakage was not observed in the samples received. Potential root cause for the shield damaged defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. The reported defect of leakage was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 1256882. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305269; batch#: 1256882. It was reported that the bd syringe integra 3ml ll w/ndl 25x5/8 rb leaked. The following information was provided by the initial reporter: it was reported by customer that issue has been ongoing for several weeks with the same lot# when giving a vaccine the medication has leaked out and also one of the caps was broken when the package was initially opened. Verbatim: complaint received via email(s) attached. Mat#305269 lot# 1256882 issue has been ongoing for several weeks with the same lot# when giving a vaccine the medication has leaked out and also one of the caps was broken when the package was initially opened. Additional information provided: 1. What was the impact to the patient? We had to re-stick the child with another needle so that they could get the proper the vaccine or medication 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, only the child had to be restuck with the a needle causing more discomfort, fear etc, 3. Can you please provide an exact date of event in format dd-mmm-yyyy? There are a few instances where syringe malfunctioned but I don¿t have specific dates 4. Total number of occurrences? 5 5. Can you describe the external condition of the box upon receipt, any signs of mishandling? No signs on poor condition of product or packaging 6. Can you describe any damage found to the items inside (including quantity/cases/shelf pack affected?) None seen 7. How was treatment completed for customer? ?